Event description:
It was reported that the patient received inappropriate atp therapy due to far p-wave oversensing. Programming changes were made. There were no negative effects to the patient.

Manufacturer narrative:
The reported field event of far p wave oversensing and inappropriate therapy were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported anomalies could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun